Event description:
The customer contact reported that the device was found delivering at a bolus dose different than the originally programmed bolus dose. On an unspecified date and time, the device was programmed to deliver an unspecified medication at a 0.5mg pca bolus dose. No further programming parameters were provided. After an unspecified length of time at the end of shift, the nurse reviewed the history and noted the bolus dose was programmed for 1mg instead of the expected 0.5mg. There were no reported adverse patient effects. No medical interventions were reported. During testing at the user facility, the reported event could not be duplicated and the device remains in clinical service. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not identified by serial number. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.